Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for one patient sample when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. The patient sample generated a positive sras cov-2 result in the initial run with a CT value of 35.1. Retest of the sample generated a negative result with the same cobas liat analyzer. The retest generated a sars-cov-2 CT at 39.5, but this CT is outside of the detection cutoff for a positive call. The late CT values indicate the sample is near the limit of detection (lod) of the assay. Investigation on the reagent kit lot did not identify a product problem. The positive result was reported out; no harm was indicated.

Manufacturer narrative:
Investigation on the reagent kit lot did not identify a product problem. The late CT values observed in the data indicate the sample is near the limit of detection (lod) of the assay. (B)(4).